Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level. Customer was not using auto mode. Customer had blood glucose level of 300 mg/dl. Customer stated that there was loss of communication. The insulin pump will be returned for analysis.